Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer experienced an elevated bg level reported as "high", although specific values not provided. Customer addressed bg by administrating manual correction injection. Customer changed cartridge and tubing to resolve the issue.